Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle freedom lite reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle freedom lite reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc blood glucose meter. The customer initially reported a high reading in which they received an ¿inaccurate reading of 109¿ and a replacement device was issued. The customer called back to report that they did not receive the replacement device and they came hypoglycemic and could not self-treat, requiring treatment of sugar by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.